Event description:
During a sternal closure, the zipfix band broke while tightening with the application instrument. The zipfix was replaced.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number was reported as 8019076; this is not a valid lot number. Upon investigation, the lot number was determined to be 8019067. He investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents for this lot (#8019067) were reviewed and no complaint related issues were found.